Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a procedure, the obturator would not fit into the cannula sleeve. No patient consequence was reported.